Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/11/2015 and found a leak from tubing at the wbc bath. The tubing connects the blood sampling valve (bsv) to the lower left of the wbc bath. The fse replaced the defective tubing which resolved the leak and background errors. He performed the startup/shutdown function, cycled controls and the instrument ran without leaks or background errors and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 0.1ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and "white blood cell (wbc) background failure" and "hemoglobin (hgb) background failure" error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.